Event description:
A renegade microcatheter was used for a therapeutic liver procedure. When the guidewire was inserted into the catheter, the wire protruded the connection between the hub and the catheter. A crack was found on the connection.